Manufacturer narrative:
The packaging of the taperloc is worn and there is evidence of impact damage to one corner. All labelling is correct and the correct box has been used. The blister pack was open when received at zimmer biomet (B)(4). The foam top and bottom are complete with slight agitation from a movement of the stem on the top foam from a heavy impact at some time. Scuffing has been observed on the pouch from this impact also. The foam has been checked for contaminates. No hair or contaminates have been found on the foam or tyvek lid. Due to this it cannot determine the complaint issue. No photos of the hair on the foam have been attached. The taperloc complete stem packaging root cause cannot be determined. However, from a review of the manufacturing records and the current work instructions in place at the time of packaging, the packaging most likely left the facility as conforming.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under sterility, "do not use any component from an opened or damaged package."

Event description:
During a total hip arthroplasty procedure, a hair was discovered in the inner packaging of the device. Another device was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Complaint sample and photographs were evaluated and the reported event was confirmed. Inspection of the returned product could not identify any foreign material due to the package being opened. However, photographic evidence provided by the customer shows a hair like fiber in the packaging. The DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause of the reported issue was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.